Manufacturer narrative:
Investigation results: the device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation is completed.

Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, the device would not cut. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.